Event description:
The customer reported that the sys failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. Another system was brought in to complete the procedure. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The mainframe sys batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to svc.